Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection during advancing. The arterial sheath was removed, the artery was re-accessed and the procedure was completed successfully. No intervention was performed. There was no adverse patient effect as a result of the incident.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection during advancing. The arterial sheath was removed, the artery was re-accessed and the procedure was completed successfully. No intervention was performed. There was no adverse patient effect as a result of the incident.

Manufacturer narrative:
Investigation completed as part of this report.